Manufacturer narrative:
The electrodes were returned for evaluation; the malfunction was duplicated during visual evaluation. The malfunction was attributed to an open jumper wire on the electrode pad. This type of failure does not disable the electrode from delivering therapy when attached to a defibrillator. This is a malfunction which only impacts self-test of the electrode with the defibrillator. This type of malfunction does not pose any clinical impact and does not meet our guidelines for reportability. Additional information received from the customer during our investigation revealed that the electrodes pads had not yet been attached to the patient at the time of the event and a poor pad contact message was seen. Which is typical operation of the product analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the associated defibrillator was unable to detect these attached electrodes. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.